Event description:
Complaint description: during an endoscopic retrograde cholangio pancreatography procedure (e.r.c.p.), a hosp nurse called an olympus engineer for assistance since a pt's stone could not be crushed. Although the nurse initially indicated that the lithotriptor could not be removed from the pt's stone, she mentioned during a follow up call that the physician extended the opening of the papilla and retrieved the basket after several attempts. The pt, hospitalized prior to the procedure, remained in the hosp following the occurrence. The nurse returned to the hosp later the same evening because the pt was bleeding at the site of the procedure. She injected the pt with epinephrine in attempt to stop the bleeding but when bleeding continued, the pt was transferred to a larger facility where a surgical procedure was performed to arrest the bleeding. The nurse does not know the pt's condition or if the stone was extracted at the time of surgery.